Manufacturer narrative:
Due to character limit in e1. Full contact number: (B)(6). Updated fields:b3, b4, e1, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse replaced the replaced reel ac power cord as insulation damaged when it got caught inside. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needs replacement of cable. Issue occurred prior to use, hence there was no patient involvement.